Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (mrca) with 99% stenosis, moderate calcification and heavy tortuosity. The xience skypoint stent delivery system (sds) had resistance during advancment and failed to cross due to the anatomy. There was resistance with the lesion during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.